Event description:
Customer stated that the meter is missing segments from the display. A review of the system was conducted over the phone. This review indicated that the meter was missing segments from the 10s position of the display. The customer was asked to return the meter for further evaluation and the replacement was provided. The customer was invited to call 24/7 with future questions/concerns.